Event description:
It was reported that during a renal stenting procedure, a stent dislodged from the stent delivery system.the heavily stenosed lesion was located in the severely tortuous and severely calcified renal artery. During the advancement of the express sd biliary stent system 7.0x19x90cm, severe resistance was encountered. Several attempts were made to cross the target lesion and were unsuccessful. The stent dislodged from the balloon as the device was being pulled back. The catheter and a 0.18 thruway guidewire were successfully removed from the patient. However, the physcians' attempts to retrieve the stent were unsuccessful. The patient was taken to surgery for successful removal of the stent with a snare. There were no further patient complications or injuries reported. The patient status is listed as 'stable'.

Manufacturer narrative:
(B) (4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).